Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard console displayed an error message mid: 09 (air trap assembly) due to the start-up kit (suk) air trap leak. Technical support representative guided biomed technician on how to clean the air trap sensor, without success. The use of the thermogard console was discontinued. No known impact or patient consequence was reported. The start-up kit (suk) was disposed by customer and not returning for evaluation.

Manufacturer narrative:
The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the initial functional testing and event log review. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. A visual inspection was performed and loose casters were noted and the front right shaft caster was bent, unrelated to the reported complaint. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).